Event description:
The customer reported the presence of air bubbles in the tandem mobi system, specifically within the cartridge, which occurred during pumping. The highest recorded blood glucose level was 503 mg/dl. The customer took corrective action by administering a correction bolus via the pump. Customer primed the tubing to address the issue.